Event description:
A tanning bed canopy broke away from hinge and fell on user at the start of tanning session. User changed to another tanning bed and tanned 20 mins, and called later to report that their was toe surgery 4 days later.